Event description:
It was reported that after a pump replacement in 2008, the pt experienced severe itching/hypersensitivity. A bolus and oral baclofen were given to the pt which then resulted in overdose (sweating and non-responsive). These symptoms seemed to work themselves out a week after implant. Per the rptr, "it was suspected the pt had response from decrease in baclofen during pump replacement."

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported they had an issue with the last pump replacement.